Manufacturer narrative:
Device evaluation: the echo-25 devices of unknown lot number involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. Initial complaint file pr (B)(4) was created from the zhang paper for an 22ga needle and it has been identified as off-label use. This file was created from the attached journal article to capture ¿76 cases of off-label use of echo-25 for eus-guided ppg measurement". Document review including IFU review: as the echo-25 devices are from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, se, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is evidence to suggest that the customer did not follow the instructions for use, root cause review: a definitive root cause could be determined from the available information. From the journal article it is known that the user used the device off-label, as the echo-25 devices were used for eus-guided ppg measurement, this would be off-label use. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
***This is the final report. The investigation was concluded on 25-sept-2020. The results and conclusions are outlined in section h of this report*** "

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
"Samarasena - ¿eus-guided portal pressure gradient measurement safely performed with eusguided liver biopsy: endohepatology in practice.¿ as per ifu0101-1, the intended use of the echo-25 to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasounds endoscope. Samarasena 2020 - ¿76 cases of off-label use of echo-25 for eus-guided ppg measurement.¿ this was a retrospective study of eus-ppgm at single tertiary endoscopy center that enrolled 76 consecutive patients suspected of liver cirrhosis between february 2014 and october 2019. Eus-guided ppg measurement was carried out using a 25-gauge needle (echo-25). This file is created to capture 76 cases of off-label use of echo-25 for eus-guided ppg measurement. No adverse effects reported as occurring to the patient.